Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 2.3; lab: 3.2. Lab draw was taken at the same time as the finger stick.

Manufacturer narrative:
Investigation pending.